Manufacturer narrative:
(B)(4). (B)(4). Similar to device with 510(k) k121629. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3377141) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.5 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.3 degrees. On (B)(6) 2016, pre-retrieval x-ray (144 days post-procedure). Site: filter tilt was 0 degrees. Analysis: the angle of filter tilt in the ap view was 1.3 degrees and 18.1 degrees in the lat view. Patient outcome: on (B)(6) 2016 (144 days post-procedure), the patient underwent endovascular retrieval of the filter since it was no longer clinically needed. Retrieval was considered moderately difficult. No other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect-pt. Similar to device with 510(k) k121629. Summary of investigational findings: investigation is based on event description and review of provided imaging. Imaging review confirms filter tilt (~19deg, lat view) measured in reference to the anterior margins of the vertebral bodies. However, tilt should be measured in reference to the longitudinal axis of the icv. The venogram (lateral projection) confirmed that the ivc course did not mirror that of the anterior margins of the vertebral bodies, indicating the initial anterior tilt measured after placement was also falsely elevated. The filter hook did abut the ivc wall, but did not extend outside the column of contrast. Furthermore, the ap venogram demonstrated perforation of two primary filter legs and tenting of the remaining two primary legs. No note regarding symptoms related to the perforation of the primary legs. No images were provided regarding the retrieval procedure, but the complaint report describes the process as 'moderately difficult', which potentially is due to the locating of the filter hook. Based on the provided information, the root cause for the reported filter tilt or the perforation cannot be determined. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3377141) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.5 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.3 degrees. On (B)(6) 2016, pre-retrieval x-ray (144 days post-procedure): site: filter tilt was 0 degrees. Analysis: the angle of filter tilt in the ap view was 1.3 degrees and 18.1 degrees in the lat view. Patient outcome: on (B)(6) 2016 (144 days post-procedure), the patient underwent endovascular retrieval of the filter since it was no longer clinically needed. Retrieval was considered moderately difficult. No other device related adverse events have been reported.